Manufacturer narrative:
(B)(6). Investigation summary: complaint: (1) blood backs up / not completely expelled, (2) stylet damaged / defective. Event description: ivc inserted, gained blood flashback, stylet would not retract. Lot analysis device/batch history record review: yes. Findings: MDR: review was conducted. Lot 7089838 was built on afa line 9 on (B)(6) 2017 and packaged on line 11 for the quantity of (B)(4). Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Sap (qn) database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s1 severity ranking. Review was conducted for the MDR - level a investigation; as a result of the reviews there were no related reject activity findings relevant to the defect stated in the pir associated with the lot numbers provided for this incident. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: observations and testing could not be performed because units were not provided for investigation of this incident. Test description: na, method no: na, results: na. Investigation samples(s) meet manufacturing specifications: unknown; units were not provided for observation and testing. Was the device used for treatment or diagnosis? Treatment. Investigation conclusion: confirmation of the defects stated in the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not provided for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the description of the complaint. This incident is indeterminate. Did the evaluation confirm the customer¿s experience with the bd product? N/a; unable to confirm the customer¿s experience because units were not provided for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? N/a; unable to reproduce the customer¿s experience because units were not provided for evaluation and testing. Root cause: root cause relationship of device to the reported incident: indeterminate. Comment: units not provided for investigation of the incident stated in the pir. Rationale: a root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that the 18 g x 1.16 in (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter received a blood flashback, but failed to retract the stylet. Reported during use. No serious injury or medical intervention